Event description:
It was reported that during use of this bur in a dental procedure, it began to fragment during the latter stage of the procedure. There was no reported injury or surgical delay associated with this event.

Manufacturer narrative:
No medwatch was received from the user facility. All sections on this form completed by the MFR. Investigation: an investigation of the bur used in surgery could not be performed as it was reported that the facility discarded the product. A review of product history to current date shows two other reported events from this customer for this failure mode.